Event description:
It was reported by sales rep that during a shoulder rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii sutuer passer w/ hook device would not work correctly. During in-house engineering evaluation of the device, it was determined that the upper jaw was bent and loose. Furthermore, to test its functionality, the device was tested on a sample rubber strip with suture and needle; as a result, it revealed that the needle deploy as normally but after several times the needle was not functioning as expected due to it felt a resistance. It was further determined that the trigger had to be manually pushed back to retract the needle to its original position which caused a stuck issue. Another like device was used to complete procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : UDI: (B)(4). The expiration date and device manufacture date are currently unavailable. Investigation summary ==> according to the information provided, it was reported that during a shoulder rotator cuff repair an expressew iii sutuer passer w/ hook would not work correctly. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device had some wear marks, and the laser markings were slighly faded. Also, the upper jaw was bent and loose. To test its functionality, it was tested on a sample rubber strip with suture and needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it felt a resistance. The trigger had to be manually pushed back to retract the needle to its original position which caused stuck issue. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the condition of the device, this device can be confirmed. The maintenance conditions of the device is unknown, the possible root cause could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. The condition of the jaw could be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw; moreover, the bent jaw can be related to a drop of the unit or heavily use. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.